Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited a loss of ventricular capture and an increase in threshold measurements. A follow-up interrogation one week later found thresholds had remained high; this was suspected to be a result of the lead having moved due to the patient's physiology. The physician elected to leave the system intact and follow the patient per normal procedure.